Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported.

Event description:
It was reported that the balloon water was found to be drained after replacing the foley catheter. When the catheter was checked, a crack was found.

Event description:
It was reported that the balloon water was found to be drained after replacing the foley catheter. When the catheter was checked, a crack was found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.